Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws were coming apart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument became unhinged and they could not straighten it back out. The surgeon used another instrument to straighten it and guide it back out of the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have various scratch marks with light material removed on the instrument grips. The scratch marks varied in length and were located near the molded insulator. No material was found missing.

Event description:
Refer to h10/h11 for follow-up information.